Manufacturer narrative:
Other applicable components are: product ID: 3387-28, lot#: unknown, explanted: (B)(6) 2016 product type lead. Device no longer reportable for serious injury as it was confirmed that there was no system modification. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that there was a high impedance on electrode #1 of the lead. There were no environmental factors that led to the issue and a new lead was placed as a result, resolving the issue. No further complications are anticipated.

Manufacturer narrative:
Analysis of the lead (lot # unknown) found insignificant anomalies. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis observed the proximal end of the lead was stretched. During visual analysis of the lead, it was noted the distal end was not returned. Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep).the cause of the high impedance was undetermined. It was unknown when the high impedances occurred. There were no symptoms reported. No further complications were reported/anticipated.